Manufacturer narrative:
Medical safety reviewed the event. The impella 5.5 related events occurring same day and after one to two days of implant was noted and approximately five days later, the patient was being repositioned coded and expired. It is unknown what occurred with the repositioning of the patient that led to the patient coding. Given some unknown details and the impella 5.5 device was supporting the patient at the time of the demise, it cannot be dissociated from the outcome. However, given the patient's condition, this may have contributed to the demise outcome as well. Additionally, the patient was on extracorporeal membrane oxygenation (ECMO). Impella 5.5 was started. Initially the motor current was flat and impella in aorta alarm was sounding, but correct placement was verified with transesophageal echocardiogram. The team was getting a false position in the aorta because ECMO was running high and the impella running. Note: ECMO takes away the pulsatility and impella needs the pulsatility to give the positioning alarm. Therefore, when pulsatility is lost, there will be a false alarm. Further, as noted the patient was on ECMO and impella 5.5 at the same time which can compete with volume and cause ventricular tachycardia. It does not appear the patient had arrhythmia prior to implant. ECMO could have also contributed to the event/competed for volume. Corrections: b.7 added information that was omitted from the initial report that was submitted. D.10 concomitant medical products and therapy dates was erroneously omitted from the initial and has been updated/populated accordingly. E.1 added initial reporter phone number as it was omitted from the initial report that was submitted. E.4 added selection as it was omitted from the initial report that was submitted. H.6 complaint file codes for medical device problem code, health effect - clinical code and health effect - impact code were added to help better describe the reported event. Note: h6 component code and h6 investigation type, findings and conclusion coding remain unchanged as initially reported.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that decision was made to escalate a patient from a cp to a 5.5. It was noted that the patient was prepped and draped. The 5.5 was inserted and initially the motor current was flat and impella in aorta alarm was sounding, but correct placement was verified with transesophageal echocardiogram (tee). Shortly after, extracorporeal membrane oxygenation was ramped down and patient was decannulated. Throughout the case, patient required shocks out of ventricular tachycardia(vtach) and ventricular fibrillation, both before and after 5.5 placement. Otherwise, case went without incident. During support impella in aorta alarm intermittently sounded for very brief periods, but self resolveed. Additionally, the patient had an episode of 33 seconds of v-tach. He was shocked x1 and became hypotensive so 500 cc bolus given. Impella in aorta alarm had been occurring. Placement was a little deep. There were also ongoing suction alarms. During night shift, patient was turned for bathing and coded, CPR initiated for 4 hours. Care was ultimately withdrawn and the patient expired.

Manufacturer narrative:
G1 manufacturing site name should of been left blank on the initial report that was submitted. H6 medical device problem code a150202 was removed. Type of investigation, investigation findings, conclusion codes and component codes were updated accordingly based on the completed investigation. Investigation summary: the investigation has been completed. Hypertension: clinical details reported that after an episode of ventricular tachycardia, the patient became hypotensive and 500 cubic centimeters bolus was administered. The product was not returned for investigation. The cause of the injury was not determined due to insufficient clinical details. Pump suction/false alarm: on the fifth day, clinical details reported suction alarms triggering at p-6. Data log review confirmed suction and positioning alarms began triggering at the beginning of the case. Both 'impella position unknown' and 'impella position in aorta' alarms were triggered in addition to suction. Clinical details reported the 'position in aorta' alarms and a flat motor current, but the pump position was verified. Suction was also triggering at this time. Motor current can go flat when there's a lack of pressure difference between the left ventricle and the aorta. The patient also received fluids the next day, which improved the patients pulsatility, implying the patient could have been experiencing volume issues. During this timeframe, signal to noise ratio drops but remains within spec. Placement signal monitoring was disabled for the first time about three hours into the case, suspending the alarms. When it was turned back on, 'impella position unknown' alarms began triggering again. The placement signal monitoring was disabled two more times during the case, suspending alarms temporarily, but they would return whenever it was turned on again. On the fifth day of care, data log review confirmed the suction alarms at p-6, as well as an overall trend down in ps, snr rising slightly, and motor current dropping despite the p-level remaining unchanged. The patient was also re-cannulated on extracorporeal membrane oxygenation on this day. The cause of the pump suction and false alarms were most likely related to the patients condition, as seen by the down trending placement signal during suction events, flat motor current despite proper positioning, and the issues resolving when the patient received fluids. Device history review: the pump passed all post sterile inspection criteria.